Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for h11j25020, and h11i02087 with no issues noted during the manufacturing process. There were no deviations from standard procedure. The reported condition was confirmed and the assignable cause is the patient disconnected from the set. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 3 of 5. The caregiver (cg) stated that the home patient (hp) disconnected to use the restroom and came back to a se 2240. The baxter technical service representative (tsr) advised the cg of the proper disconnect procedure during dwell. The tsr advised the cg to either start over with new supplies, switch to manuals or if the hp ends therapy for the night to contact the registered nurse (rn). The cg would end therapy and contact the rn. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's caregiver on (B)(6) 2012 in regards to a system error 2240 alarm and the patient was able to complete therapy the next day with new supplies. She did not notice anything unusual with any of the previous supplies. Since then the patient has been completing therapy successfully. Product surveillance contacted the nurse on (B)(6) 2012 in regards to a system error 2240 and she was aware of the patient having had that alarm. She had already discussed the alarm with the patient and said that unfortunately they got peritonitis as a result of this. She said the patient's caregiver reported he felt all groggy the next day. Since then he has been completing therapy successfully. On (B)(6) 2012 global pharmacovigilence received the following information from the peritoneal dialysis (pd) nurse. On (B)(6) 2008 the patient began peritoneal dialysis. In (B)(6) 2012, date unknown, the patient experienced peritonitis. The patient was not hospitalized for the event of peritonitis. The patient was treated with antibiotics for the peritonitis. The pd nurse stated that the cause of peritonitis was touch contamination. The patient was reeducated and retrained on aseptic technique. The patient recovered from the event of peritonitis on an unknown date in (B)(6) 2012. The patient remains on pd therapy. The nurse reported that the event of peritonitis was not related to pd therapy or baxter products. No further information was given at this time.